Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice in september 2018, which was expanded in june 2021, regarding a subset of devices in the accolade pacemaker family that has an elevated potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported the device was evaluated on (B)(6) 2021 and the estimated remaining longevity was 11 years. Technical services (ts) review of device data confirmed the power consumption had been gradually increasing and is higher than expected. Although the one year estimated remaining longevity noted at the (B)(6) 2021 follow-up was accurate at that time, the power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported the device was evaluated on 27jul2021 and the estimated remaining longevity was 11 years. Technical services (ts) review of device data confirmed the power consumption had been gradually increasing and is higher than expected. Although the one year estimated remaining longevity noted at the 12aug2021 follow-up was accurate at that time, the power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. This device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported the device was evaluated on (B)(6) 2021 and the estimated remaining longevity was 11 years. Technical services (ts) review of device data confirmed the power consumption had been gradually increasing and is higher than expected. Although the one year estimated remaining longevity noted at the (B)(6) 2021 follow-up was accurate at that time, the power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result, device replacement within 90 days was recommended. No adverse patient effects were reported.